Event description:
A beckman coulter inc field service engineer indicated that higher than expected cardiac troponin (accutni) results, were generated from an access 2 immunoassay system for two patients. The treatment of one of the patients involved in this event was impacted by the higher than expected accutni result. It is unknown which patient's treatment was impacted by this event. This report is to address the initial, higher than expected accutni result generated on an access 2 immunoassay system on (B)(6) 2011 which resulted in the impact to a second patient's treatment. The initial accutni result was within the risk stratification range of the assay. This result was reported outside of the laboratory and the patient was held for observation and treated with intravenous antibiotics and saline while waiting for follow-up testing results. The other patient did not sustain any death, injury or modification to patient treatment associated or attributed to this event. As it is unknown as to which patient's treatment was impacted by the event, medical device reports associated with each patient will reflect medical intervention. The sample was repeated on the same instrument and yielded a lower result, within the normal range of the assay, which was regarded as valid. Instrument assay quality control results recovered within the customer's established specifications during the timeframe of the event and system checks had passed within instrument specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed a routine system check and a high sensitivity system check which both generated results within instrument specifications. The fse also performed a fifty replicate accutni precision test which passed within assay precision claims. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date for this event with the data provided. Associated mdrs: 2122870-2012-00036, 2122870-2012-00037.